Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 10/1/2018 and 11/13/2018. If explanted, give date: not applicable, as lens remains implanted. (B)(4). The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was implanted into a patient¿s left eye. The patient became photophobic post implant. There was no real inflammation, but there was some dryness from drops which the doctor said was weird. The doctor claimed that the patient had persistent photophobia 1.5 months post implant. Through follow up it was learnt that pre-op best corrected visual acuity (bcva) was 20/70, post-op bcva 20/25. No surgical intervention was required. Comments were that event is not a product issue, but rather a common symptom after cataract surgery, but this patient had worse photophobia than most. Although the photophobia symptom is improving. The lens remains implanted and the patient is being treated with a long lotemax taper and xiidra. There is no pain noted, vision is great, just photophobia.